Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the low flow alarm occurred during use of arctic sun device. Replaced with a substitute and case completed. Per review of wo on 27mar2023. Patient was involved and there was no impact to the patient. Per follow up information received via email on 28march2023 the treatment was completed on an alternate machine.

Event description:
It was reported that the low flow alarm occurred during use of arctic sun device. Replaced with a substitute and case completed. Per review of wo on (B)(6) 2023. Patient was involved and there was no impact to the patient. Per follow up information received via email on (B)(6) 2023 the treatment was completed on an alternate machine.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed pressure transducer. The device was evaluated. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed pressure transducer. The device was evaluated. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the low flow alarm occurred during use of arctic sun device. Replaced with a substitute and case completed. As per review of wo on 27mar2023. Patient was involved and there was no impact to the patient. As per follow up information received via email on 28march2023 the treatment was completed on an alternate machine.